Manufacturer narrative:
Method: a review of the manufacturing paperwork has been conducted. Results: the physician reported, "reason for problem - no experience with viabahn for this indication, inadequate guidewire support and spamus on the renal vessel. No problems to remove endovascularly."

Event description:
During a procedure to treat a rupture of a suprarenal aneurysm, four gore viabahn endoprostheses were serially placed in the celiac axis, superior mesenteric artery, left and right renal arteries respectively. Three viabahn devices were successfully placed in the celiac axis, superior mesenteric artery; and the left renal artery without incident. During the deployment of the device into the right renal artery, the device partially deployed and was successfully removed. All viabahn devices placed were used as "endo-branching chimney" grafts. Next, a valiant thoracic (medtronic) 28x28-150 cm was placed in the aorta through the right femoral access to exclude the aneurysm. Finally, the angiographic control showed the visceral and renal artery patency with a minimum type IV endoleak, a mid line laparotomy for hemoperitoneum evacuation was performed and the procedure was completed. The type IV endoleak was not treated initially but spontaneously resolved 24 hours post procedure.